Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was noted that the system was defective. The patient had stimulation all the way up to 8.5 and was not working. The patient stated it would work for may be a month and then she would lose sensation and would go right back to her baseline symptoms. It was not working and she kept asking the manufacturer representative for help. The patient reported that her managing hcp got a new representative who met with the patient and they tried all programs and they were not helping. The representative finally stated to turn therapy off and they might have to "go in and do the lead". The doctor thought they might have had to just change the battery but it wasn¿t the battery that was the problem "it was something else". It was later reported that implant only worked 3 or 4 times and never felt stimulation with that implant which were the reason why the lead and implant were replaced on (B)(6) 2015. It was later reported on (B)(6) 2015 representative was under the understanding the patient wanted reprogramming for better efficacy and said device was working as designed no malfunction known by him, it was further reported that by another representative indicated that the device was actually removed due to normal battery depletion. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2015-25340.